Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that after 6:30pm, the cgm display device was showing 75 mg/dl and her bg fs was 397 mg/dl. The patient was feeling disoriented and was vomiting before going to the hospital. She was sent to the hospital the same night, during that time her bg fs was checked it was around 497 mg/dl to 510 mg/dl while the cgm was showing 45 mg/dl. She was treated with zofran and 5 units of insulin IV, stayed less than 24 hours at the hospital. The patient was doing better at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.